Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Additional information added to fields: d9, h3, h4, and h6. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the loud beeping noise and the display not turning on were caused by a faulty printed circuit board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the high flow insufflation unit was making a loud beeping noise and that the display would not turn on. The issue was found during set up/ inspection for use. There were no reports of patient involvement.